Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found in the backup mode during a routine follow-up. It is not known what caused the reset. Magnet rate is good.